Manufacturer narrative:
Date sent to the FDA: 10/04/2024. H6: appropriate term / code not available (e2402) utilized to capture distended gallbladder. Additional b5 narrative: it was reported that during surgical procedure on (B)(6) 2015 the surgeon noted distended gallbladder and umbilical hernia. It was reported that during surgical procedure on (B)(6) 2018 the surgeon noted recurrent incisional hernia at the umbilicus. Defect measures approx. 6 cm in vertical height and 5 cm in transverse dimension. Previously placed mesh was noted within the hernia cavity and incorporated into the soft tissues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 8/20/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015. It was reported that the patient underwent revision surgery on (B)(6) 2018. It was reported that the patient experienced adhesions and surgical scar left upper quadrant of abdomen. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/14/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.